Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified lesion. A 3.25mm x 15mm and a 4.00mm x 8mm nc emerge balloon catheters were used for dilatation. However, during initial inflation at nominal pressure, both balloons were ruptured. The devices were removed and the procedure was completed with another of the same device. No patient complications were reported and the patient was in good condition post procedure.